Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because they could not efficiently deflate the implant. The reservoir needed to be replaced due to the location not allowing the implant to deflate properly or completely. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because they could not efficiently deflate the implant. The reservoir needed to be replaced due to the location not allowing the implant to deflate properly or completely. The device was removed and replaced. There were no patient complications.